Event description:
Caller reported aviva system blood glucose results of "500 something" mg/dl, "40s" mg/dl, and 112 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.